Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the abbott diabetes care (adc) device. The customer obtained an unspecified low sensor reading and ingested sweets based on reading. The customer was taken to the hospital where a glucose reading of 491 mg/dl was obtained on an hcp meter and customer was treated with insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.